Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia and high number of short interval counts (sic). After a few weeks, lia triggered again for oversensing and noise. A data reviewed noted high voltage impedance that was variable and ¿sawtooth¿ in appearance. The alert was cleared. Subsequently, the patient received inappropriate shock therapy. An interrogation showed lia triggered again for oversensing and noise. High capture threshold was also noted. It was additionally reported that the both the pace/sense and rv defib leads were observed with a fracture near the vascular access site. The leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiologic noise apparent on stored egm episodes. 23 v-sic/day over previous 16 days since last session. Lead failure predictor triggered on 05, 07 <(>&<)> (B)(6) 2015 for v-sics and nsts. Rvcm indicates elevated threshold starting (B)(6) 2015. Concomitant medical products: 694965, lead; 383059, lead; 419388, lead, implanted: (B)(6) 2006. (B)(4).